Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an activation issue. The device continued to activate after the surgeon took the hand off purple activation button. The staff replaced with a new device and the procedure finished successfully. There was no patient injury.